Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following a pulsed field ablation (pfa) with a farawave pfa catheter, a non-boston scientific mapping catheter was inserted into the faradrive sheath for remapping. After a few minutes, the physician noted that the valve of the sheath appeared to be leaking at a constant drip. Troubleshooting was performed, and the catheter was retracted and readvanced in the sheath to try and reseal around the catheter, which appeared to work. The procedure was completed using the original sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following a pulsed field ablation (pfa) with a farawave pfa catheter, a non-boston scientific mapping catheter was inserted into the faradrive sheath for remapping. After a few minutes, the physician noted that the valve of the sheath appeared to be leaking at a constant drip. Troubleshooting was performed, and the catheter was retracted and readvanced in the sheath to try and reseal around the catheter, which appeared to work. The procedure was completed using the original sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valves identified a tear in the outer and inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the hemostatic valve.